Event description:
Pt complains that full volume tpn not infused and pump stops before infusion complete. Changes batteries daily. Pt instructed to clear res vol and infusion volume after each infusion.